Event description:
IT WAS REPORTED BY USER THAT GAS LOSS ALARM OCCURED ON CARDIOSAVE INTRA-AORTIC BALLOON PUMP (IABP) WHILE USED WITH INTRA-AORTIC BALLOON (IAB). PATIENT WAS INVOLVED. NO HARM REPORTED. THE FSE REPORTED THAT THERE WERE UNABLE TO DUPLICATE GAS LOSS ALARM ON PUMP.

Manufacturer narrative:
(B)(6). THE SERIAL NUMBER FOR THE MEDICAL DEVICE REFERRED TO IN THIS MEDICAL DEVICE REPORT HAS NOT BEEN RECEIVED, AND THEREFORE, NO UDI NUMBER CAN BE PROVIDED. A GAS LOSS IN THE IAB CIRCUIT TAKES PLACE WHEN THE PUMP DETECTS A HELIUM LOSS DUE TO A LEAK OR HIGH RATE OF DIFFUSION IN THE IAB CIRCUIT. WHEN A CUMULATIVE SHUTTLE GAS LOSS EXCEEDS A NOMINAL 5 CC PER HOUR DYNAMIC LIMIT, A GAS LOSS ALARM IS TRIGGERED. THE ALARM ACTIVATES ONLY WHEN THE IAB INFLATION PERIOD IS GREATER THAN OR EQUAL TO 80 MSEC AND THE DEFLATION PERIOD IS GREATER THAN OR EQUAL TO 250 MSEC. CAUSES OF GAS LOSS IN IAB CIRCUIT 1. LEAK, BLOOD IN CATHETER, BALLOON, OR EXTENDER TUBING 2. KINKS AND OR OCCLUSIONS IN THE IAB THE CARDIOSAVE INSTRUCTIONS FOR USE IFU OUTLINE SPECIFIC PATIENT CONDITIONS UNDER WHICH THE PUMP SHOULD NOT BE USED. THESE CONTRAINDICATIONS INCLUDE: SEVERE AORTIC VALVE INSUFFICIENCY PRESENCE OF AN ABDOMINAL OR AORTIC ANEURYSM ADVANCED CALCIFIC DISEASE OF THE AORTA ILIAC REGION OR SIGNIFICANT PERIPHERAL VASCULAR DISEASE FOR PATIENTS WITH SEVERE OBESITY, GROIN SCARRING, OR OTHER CONDITIONS THAT MAKE PERCUTANEOUS INSERTION DIFFICULT, INTRODUCING THE INTRA AORTIC BALLOON IAB CATHETER WITHOUT AN INTRODUCER SHEATH IS NOT ADVISED. FOR THIS ALARM, IF NONE OF THESE CONDITIONS ARE CONFIRMED, WHERE NO LEAKS IN IAB, IABP ISSUES, LOOSE CATHETER CONNECTIONS, CATHETER OCCLUSIONS OR RESTRICTIONS ARE IDENTIFIED, OR IT IS CONFIRMED THE PATIENT IS EXPERIENCING CONDITIONS SUCH AS FEBRILE OR TACHYCARDIC STATES, THE ALARMS CAN BE MITIGATED BY PERFORMING A MANUAL IAB FILL. IAB FILL KEY THE FILL KEY IS A PUMP FUNCTION. WHEN PRESSED FOR 2 SECONDS, IT WILL INITIATE AN AUTOFILL PROCESS. THIS FUNCTION WILL PURGE AND REPLACE THE SHUTTLE GAS, CONSISTING OF THE IAB AND EXTENSION CATHETER, WITH PURE HELIUM, AND RECALIBRATE THE FIBER OPTIC IAB, IF APPROPRIATE. THIS FUNCTION IS USED IN CONJUNCTION WITH THE GAS GAIN IN IAB CIRCUIT AND GAS LOSS IN IAB CIRCUIT ALARMS TO RESTORE PUMP FUNCTIONALITY. IN CASES WITH NO CONFIRMED PRESENCE OF IABP ISSUES, LOOSE CATHETER CONNECTIONS, CATHETER OCCLUSIONS OR RESTRICTIONS, OR WHERE IT IS CONFIRMED THE PATIENT IS EXPERIENCING CONDITIONS SUCH AS FEBRILE OR TACHYCARDIC STATES, THE PROBABLE ROOT CAUSE OF THE ALARMS COULD BE DUE TO LEAKS IN THE IAB AND OR CATHETER OCCLUSIONS OR RESTRICTIONS. MONITORING AND INVESTIGATION MONTHLY TREND REVIEW. TRIGGERS DISCUSSED IN METRICS MEETING. NO CAPA, CR, OR SCAR NEEDED IF NO MALFUNCTION FOUND. DHR REVIEW REQUIRED WHEN COMPLAINT WITHIN 1 YEAR OF MANUFACTURE CONFIRMED OR ALLEGED MANUFACTURING DEFECT WITH NO RETURN SERIOUS INJURY OR DEATH COUNTRY SPECIFIC REGULATION, FOR EXAMPLE GERMANY OR SINGAPORE ROOT CAUSE LIKELY LEAKS OR CATHETER OCCLUSIONS OR RESTRICTIONS. UFMEA AND LABELING FAILURE MODE: USER DOES NOT PRESS FILL KEY. IFU AND LABELING PROVIDE CORRECTIVE STEPS FOR ALARMS. CONCLUSION NO ESCALATION NEEDED. RISK WITHIN ACCEPTABLE LIMITS. DEVICE NOT RELEASED AS NONCONFORMING OR COUNTERFEIT.

Event description:
N/A.

Manufacturer narrative:
Updated Fields: B4, G3, G6, G7, H2, H11.Corrected Fields: D1 and D8 (Revert these fields to blank, as it was inadvertently submitted initially), D10, E1 (Event Site Name), G2, H6 (Medical Device Problem Code, Type of Investigation, Investigation Findings and Component Codes).A gas loss in the IAB circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the IAB circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc per hour dynamic limit, a gas loss alarm is triggered. The alarm activates only when the IAB inflation period is greater than or equal to 80 mSec and the deflation period is greater than or equal to 250 mSec.Causes of Gas Loss in IAB Circuit:1. Leak, blood in catheter, balloon, or extender tubing.2. Kinks and or occlusions in the IAB.